Manufacturer narrative:
One ep® healing abutment were returned for inspection. Visual inspection revealed moderate wear about the surface and drive feature of the abutment. The threaded region is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies¿ instres rev 04/16. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. A root cause for the complaint could not be determined.

Event description:
The doctor reported on (B)(6) 2017 the patient was presented in office with a fracture of the healing abutment screw (tha54). There was no reported harm to the patient. The doctor stated that they could get all fractured parts out and had an alternate healing abutment to place.